Event description:
It was reported that an esophageal stent was released and deployed in a patient for treatment of esophageal cancer and the patient died due to blockage of the trachea. There was no difficulty with the stent delivery and the stent was fully expanded after deployment.